Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3 889-28, lot # va0hy0l, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient was having trouble making it to the bathroom. The patient was experiencing a loss of therapeutic effect. This issue began last friday. The patient went in for a heart procedure and was catherized and the issue began since he left. The patient was taking flowmax which is a medication to help him urinate. The patient was having problems and doesn't always make it to the bathroom. The patient was wondering if he should adjust his settings and if so should he go up or down. Patient services assisted patient with troubleshooting over the phone. The patient uses antenna. The patient was on program 3- 2.3v. Patient services walked the patient through turning stim up. The patient tried moving to different positions to make sure the stim was not uncomfortable/painful. The patient stated standing at 3.0v was a little uncomfortable so they turned it down. Patient services suggested staying on program 3-2.8v for the next few days and monitoring symptoms. It was later reported on (B)(6) 2015, the patient was experiencing a loss of therapeutic effect the past 2 days. The patient was on program 3 at 2.80. The patient was experiencing loss of bladder control. There was no known accident or incident related to this issue. Patient services redirected the patient to patient's hcp (healthcare provider) to ask what impact lasix was having on the patient's frequency and did the doctor want the patient to change to program 4. It was noted that the patient called a few weeks ago and they were helped to increase stim on program 3 from 2.30 to 2.80. The 2.80 worked well until the past 2 days. "It's back to where it was." The patient had been to doctor for programming since implant. "I was there last week and he had me set it on 2.30." After the appointment was when the patient called and stim went from 2.30 to 2.80. The patient did feel stim at 2.80. The patient had always used program 3. The patient stated: "I was just guessing. I didn't know how (to change programs). Just whenever I got the sensation I would stop it. One time I was up to 5.30, but now it's been all downhill after that. Now I can't go that high on the machine. The sensation kicks in at 2 something." The patient stated the office told him to call the manufacturer. The patient stated they can change programs on their own. "But I don't know which numbers to go on." The patient stated: "I was doing great until saturday." The patient asked if program 4 is "higher." The patient asked patient services to "give" them program 4. Patient services had the patient pull up the screen. There was a checkmark and a 3. Stim was 2.8. The patient did not understand referring to navigation key and asked their wife for assistance. Spouse confirmed the implantable neurostimulator (ins) was on and at program 3, 2.80. The patient and spouse did find the navigation key "the big button." Patient services started over with navigation to the right to bring up program 4. 4 was not selected at 5.2. Patient services asked the patient to decrease from 5.20 to 2.0 so the patient would not get a jolt when program 4 is turned on. Patient services then asked the patient to press the sync key. It went back to program 3. Patient services had the patient try a couple of more times, but the patient was unable to change to program 4. The patient mentioned they stopped taking their flomax because "that was making me go." Spouse then noted the patient had a heart attack and the patient was on lasix. "He stopped taking the flomax because he was going to the bathroom every 6 min." Spouse wondered if the lasix was causing the patient to go often. Spouse thought another one might be a diuretic too. The patient went back to program 3 at 2.80 (the patient had decreased it to 2.0 at some point). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.